Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to water. The customer stated that he dropped the pump in the sink and was watching dishes. The customer stated that the pump display went blank immediately after exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics; moisture damage was also found on the motor. The insulin pump had cracked case at the display window corner, cracked battery tube threads, crackled reservoir tube lip and minor scratched display window.